Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00626: case 1, 3025141-2019-00628: case 3, 3025141-2019-00629: case 4.

Event description:
Article: locked anatomic plate fixation in displaced clavicular fractures; ozler, turhan; guven, melih; kocadal, abdurrahman onur; ulucay, cagatay; beyzadeoglu, tahsin; and altinitas, faik; acta orthop traumatol turc 2012; 46(4):237-242. Case 2: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced implant irritation; implants removed after healing at 5 months post op.